Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with episodes of hyperglycemia of unclear cause while using the ilet bionic pancreas, and the agent reviewed device reports, obtained blood glucose details for recent highs and lows, provided troubleshooting and education, discussed adjusting the cgm target, and considered a potential factory reset. Symptoms included high blood glucose readings without reported injury. Outcomes included no hospitalization, no alerts or alarms, and stabilization back into range by the end of the interaction. Investigation included review of use patterns, device logs, and user practices with additional training scheduled. Investigation of this case revealed no device alarms or malfunctions and no identifiable device component issue, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.